Event description:
It was reported that the patient passed away in hospice and the controller returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller (s/n: (B)(6)) was returned for evaluation following the reported event of the patient passing away in hospice. A review of the log files, extracted from pcx-10745, contained data spanning approximately 28 days ((B)(6) 2024 ¿ (B)(6) 2024, per the timestamps). The driveline was disconnected on (B)(6) 2024 at 15:48:20. All of the captured data appeared to show the pump operating as intended throughout the data. The returned system controller was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. There were no reported issues with the exchanged equipment. During evaluation there were incidental findings of a cut in the white power cable jacket, and white power cable strain relief damage. Fluid ingress was observed at the areas of damage on the white power cable. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate ii instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller. The heartmate ii patient handbook (rev. C) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.